Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass. Unable to verify off no power alarm or perform functional testings due to display anomaly. Device had cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump turned off when the customer had a bicycle. Blood glucose value was 124 mg/dl. No further details given. Nothing further reported.